Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and replaced the touchscreen to address the reported event. All required tests were successfully performed.

Event description:
The customer reported that the unit was not responding to touch.there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31dec2018. Date received by manufacturer: 19dec2018. Failure analysis on this returned touch screen to philips shows that this touch screen failure was caused by physical damage to the screen.